Event description:
Pt underwent an orif of her right radius and ulna in 2007. During a post-op visit 5 days later, her x-rays revealed radius and ulna were anatomically aligned. In 2008 visit with surgeon patient complained of pain in her right arm. X-rays revealed internal bending of radius plate. About 2 days later, patient underwent removal of radius plate and screws with secondary orif of her radius. Dates of use: 2007 - 2008; diagnosis: fracture right radius and ulna.